Manufacturer narrative:
The exact age of the patient is unknown. However, the patient was reported to be of middle age. (B)(6). Reported event of tip did not detach. The complainant indicated that the device was disposed and will not be returned for evaluation. Investigation results. Product analysis could not be performed due to the device not being returned. According to the complainant, the physician used the device in the pancreatic minor duct in an attempt to crush a pancreatic stone. The trapezoid rx lithotripter compatible basket directions for use (dfu) specifies: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas." Therefore, the most probable root cause for this event was user/use error. A device history record (DHR) review of the lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the pancreatic minor duct during an endoscopic retrograde cholangiopancreatography (ercp) with common bile duct stenting and stone removal procedure on (B)(6) 2014. According to the complainant, during the procedure, they were able to capture an approximately 1cm stone through the pancreatic minor duct instead of the major duct. The basket was inserted into the patient and opened with no issue. The basket captured the stone. When they attempted to crush the stone the catheter was stripped and the tip failed to detach. Subsequently, impacting the stone within the basket. Attempts to release the stone were unsuccessful and additional time was spent trying to release the stone. Another physician assisted with removal of basket. The physician cut off the handle and stripped back the plastic sheath. He attached the wires of the trapezoid lithotripter basket to olympus rescue lithotripter. The rescue lithotripter. The olympus rescue lithotripter was used to crush the stone and detach the tip of the lithotripter basket and remove the basket safely from the patient. Once the basket was removed they swept the duct with a balloon to ensure the duct was clear. A stent was deployed and the procedure was completed. It was reported that the tip of the basket most likely passed naturally though the duodenum there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿ additionally, this device is not indicated for use within the pancreatic duct.